Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. Per service manual operational and diagnostic analysis confirms the reported functional issue of the device not functioning, caused by a short in the cable. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for cable assembly. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/06/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer via phone that the micro tornado hand-piece with hand controls was non-functional. They were able to complete the case with another like device. This did not cause a delay and caused no patient harm. During in-house engineering evaluation, it was determined that there was a short in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.